Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. Additional information received: update log line 1. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : no: n/a. Updated log line 2: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : no: n/a.

Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: causal relationship.

Manufacturer narrative:
(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 28383, and no non-conformances were identified. Additional information provided: patient identifier: (B)(6). Sex: female. Age (at time of consent): 65 years. Model: lxmc14. Device lot number: 28383. Date of surgery: (B)(6) 2022. Adverse event term: dysphagia. Site awareness date: (B)(6) 2022. End date: (B)(6) 2022. Severity: mild. Relationship to study device: causal relationship. Diagnostic imaging: yes. Outcome: recovering/resolving. Is the adverse event expected/anticipated: yes. Start date: (B)(6) 2023 alert date: (B)(6) 2023. Adverse event term: dysphagia. Severity: mild. Drug therapy: yes. Outcome: recovering/resolving. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : yes; no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2025. Additional information: if the event is marked as being related to the procedure, indicate which procedure the event is related to: blank index updated log line: 2 updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to: blank index.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2025. Updated. Log line: 2. Updated: outcome: recovering/resolving: recovered/resolved. Updated. Log line: 2. Updated: end date: blank: (B)(6) 2023.